Event description:
It was reported that the ipg was unable to connect to the remote control (rc) and had to be charged frequently. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.